Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and it appeared that the damage occurred during use. One guidewire from a hemostar kit was returned for investigation. Multiple bends were observed in the guidewire. The core wires broke near the weld tip at the straight end of the guidewire. The break exhibited an uneven and granular surface. The core wires exhibited necking at the break site, which is consistent with a break due to tensile stress. A twist was observed in the flat core wire just distal to the break site. The break allowed the proximal end of the coil wire to stretch over the core wires. The proximal 10.4 cm of the coil wire remained tightly coiled. Due to the damage of bending and evidence that the guidewire was subject to tensile stress, the complaint was confirmed and the damage appeared to be use related. A lot history review (lhr) of rebp1738 showed no other similar product complaint(s) from this lot number.

Event description:
The guidewire is bent. No reported patient injury. Returned wire contains blood residue and a broken core wire with a stretched coiled wire.